Manufacturer narrative:
Lead model 3389, lot# b0905828k; lead model 3389, lot# b0905829, impalnted: (B)(6) 2009, explanted: unk.

Event description:
It was reported that the patient received the neurostimulator in (B)(6) 2009. The lead was "little bit exposed" and the patient pulled the lead outside 2cm at 3am yesterday. Follow up information obtained reported no symptoms and that the patient was referred to the hospital for further testing. If additional information becomes available, a follow-up report will be sent

Manufacturer narrative:
Lead: model 3389, lot# unk, implanted: (B)(6) 2009, explanted: unk.